Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis set with cassette was leaking fluid ¿toward the cassette area¿ and a hole in the tubing was observed. The cause of the hole was not reported. The patient was brought to the hospital and was administered prophylactic antibiotics as a precaution. It was reported the transfer set was changed. No further medical intervention was reported for this event. Patient outcome was not reported. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.